Event description:
Clinical study. It was reported that 268 days after a coronary artery stenting procedure the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was a 2.5mm, 90% stenosed, 6mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with direct stent placement of a 2.5x8mm taxus express2 study stent at 9 atms. There was no post-dilatation or ivus performed. Residual stenosis became 0%. Timi flow 3. The patient was discharged 6 days later. At 268 days after the index procedure angina pectoris and restenosis was confirmed, and 7 days later a re-intervention was performed. The mid rca was 99% stenosed measuring 3.0x15mm and the distal rca was 75% stenosed measuring 2.6x8mm. Ballooning was performed and non bsc stent was implanted. Residual stenosis became 0%. The patient was discharged with no further angina being reported.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.

Event description:
It was further reported that the patient was discharged following the index procedure on bayaspirin and panaldine. The re-intervention was performed 719 days after the index procedure not 275 as initially reported. The patient was discharged 2 days later not 6 days as initially reported. The restenosis is possibly related to the taxus stent.

Manufacturer narrative:
(B) (4).

Event description:
(B) (4). It was reported that 268 days after a coronary artery stenting procedure the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was a 2.5mm, 90% stenosed, 6mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with direct stent placement of a 2.5x8mm taxus express2 study stent at 9 atms. There was no post-dilatation or ivus performed. Residual stenosis became 0%. Timi flow 3. The patient was discharged 6 days later. At 268 days after the index procedure angina pectoris and restenosis was confirmed, and 7 days later a re-intervention was performed. The mid rca was 99% stenosed measuring 3.0x15mm and the distal rca was 75% stenosed measuring 2.6x8mm. Ballooning was performed and a non bsc stent was implanted. Residual stenosis became 0%. The patient was discharged with no further angina being reported. Addendum: it was further reported that the patient experienced restenosis in the mid right coronary artery (mid rca). Treatment for the event included pci to the mid rca. Coronary angiogram confirmed the lesion to be 99% stenosed, 3.5mm diameter, 24.0mm long. Pci was performed and non bsc stent implanted. The patient was hospitalized 6 days.

Manufacturer narrative:
(B) (4).